Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 9/16/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered heart block 2nd degree requiring medication. During the procedure, the impedance was declining, and the temperature was displayed at 47 degrees celsius. No cutoffs were met, so the system didn¿t stop itself. Ablation time was 17 seconds when a steam pop occurred. No jump in the impedance value was observed at the time the steam pop occurred. The generator was used in temperature control mode a t 50 watts and 55 degrees. The max temperature was 47.5 degrees celsius and the starting impedance was 139 with a change of 35 ohms for the burn. Then, the patient went into 2nd degree heart block. Steroids (unspecified) were administered to reverse the heart block. The patient condition improved from 2nd degree heart block to first and seemed to be on the way to full recovery. Extended hospitalization was not required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related; however, the physician but wondered if possible biosense webster, inc. Product malfunction contributed to the event. If medical intervention or prolonged hospitalization was required for treatment or prevention of permanent damage to the patient, then the heart block it is to be considered MDR-reportable. The impedance issue was assessed as not reportable. If the impedance was displayed low; however, no impedance cut off value was exceeded, then the potential risk to the patient was remote. The temperature issue was assessed as not reportable. If the temperature was displayed high; however, the temperature cut off value was not exceeded, then the potential risk to the patient was remote. The steam pop was not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.

Manufacturer narrative:
Initially, it was reported that ablation time was 17 seconds when a steam pop occurred. Additional clarification was provided on the event on october 9, 2019. A single ablation was delivered for 17 seconds when a steam pop occurred. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 20, 2019 stating that the physician feels the steam pop occurred because of a possibly faulty generator, leading to the adverse event of second degree block. Investigation summary: it was reported that a 13-year-old male patient (93kg) underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. During the procedure, the impedance was declining, and the temperature was displayed at 47 degrees celsius. No cutoffs were met, so the system didn¿t stop itself. Ablation time was 17 seconds when a steam pop occurred. No jump in the impedance value was observed at the time the steam pop occurred. The generator was used in temperature control mode at 50 watts and 55 degrees. The max temperature was 47.5 degrees celsius and the starting impedance was 139 with a change of 35 ohms for the burn. Then, the patient went into 2nd degree heart block. Steroids (unspecified) were administered to reverse the heart block. The patient condition improved from 2nd degree heart block to first and seemed to be on the way to full recovery. Extended hospitalization was not required as a result of the adverse event. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the catheter deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s reference number: (B)(4).